Manufacturer narrative:
Product event summary: the lead/device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise.

Event description:
It was reported that while the patient was traveling overseas, a lead integrity alert was triggered. Review of the device data found the source of the noise was electromagnetic interference. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.